Manufacturer narrative:
Product event summary: the catheter pscc100 with lot number: 0012315135 was returned and analyzed. Visual inspection was carried out. The capturing device was not returned with the device. The had a damaged shaft, the outer pebax jacket was torn near the handle segment. The electrode wires were not exposed at the damaged point. X-ray imaging /microscope was used to verify if the damaged shaft led to any breaking of the wires inside the array, no anomalies with the wires was observed. The catheter was connected to both the test catheter interface cable (cic) and the returned cable without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. A functional test was not carried out due to the anomaly that was there on the returned device. Continuity testing revealed open wire at electrode nine. The spiral array segment was test and it was concluded that the open loop is on the array. Upon further dissection and manually testing of each electrode wire, it was concluded that the wire at electrode nine was broken which could plausibly have caused no signals issue for the user. In conclusion, the catheter failed the return product inspection due to a broken electrode wire on the array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter electrode pair eight-nine was noisy and was not registering on the electrophysiology (ep) lab system. The catheter cable was reconnected and replaced and the electrograms (egm) cable was reconnected and replaced without resolution. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.